Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4-5 and l5-s1 with cages at both levels, lateral fusion at l4-5 and l5-s1, screw fixation at l4, l5, and s1, and rhbmp-2/acs. On (B)(6) 2011, the patient underwent permanent spinal cord stimulator implantation. Post op, the patient developed chronic pain, difficulty breathing, unable to balance, unable to bend toes, numbness in foot/big toe, right foot drop, radiculopathy, neuropathy, leg weakness, has been told that he has uncontrolled bone growth, nerve damage, "abnormal electromyography compatible with right l5-s1 radiculopathy, a plexus region or more proximal nerve root abnormality could not be excluded" likely due to intraoperative nerve stretch injury.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
.

Event description:
It was reported that on (B)(6) 2006 a lumbar spine x-ray was conducted which demonstrated posterior fusion of l4 to s1 in good alignment. It was reported that on (B)(6) 2006 the patient presented with chronic lower back pain with the preoperative diagnosis of l4-5 herniated nucleus pulposus; l5-s1 herniated nucleus pulposus; spinal stenosis l4-l5 and l5-s1; mirco-instability with intractable mechanical low back pain, l4-5 and l5-s1. The patient underwent surgery which consisted of a bilateral l4-5 decompression laminectomy with facetectomy and microsurgical decompression of the nerve roots; bilateral l5-s1 laminectomy with facetectomy and microsurgical decompression of nerve roots; l4-l5 discectomy and transforaminal lumbar interbody fusion; l5-s1 discectomy and transforaminal lumbar interbody fusion ; application of biomechanical interbody implants for fusion at l4-5 and l5-s1; lateral fusion, l4-5 and l5-s1; segmental pedicle screw fixation, l4, l5, and s1; harvesting of autologous bone for spinal fusion; application of allograft and bone morphogenetic protein for spinal fusion; application of epidural steroids at l5-s1. Per the operative report:"....bone morphogenetic protein and vitrosse pack were reconstituted on the back table. A 9x10 mm contour cage was then filled with bone morphogenetic protein. A small strip was laid along the anterior annulus and then the contour cage was carefully impacted into position and pushed across so that it was essentially in the midline and anterior. A satisfactory placement was achieved. A second straight cage, 8x9 was then obtained and filled with some of the autologous bone harvested from the lamina and then held in place by vitrosse pack. This was then carefully impacted into position superior to the contour cage, insulating it and the new cage was more in the posterior half of the interspace. This provided a solid construct. Some additional vitrosse pack was placed posterior to the second cage. The disc space was noted to be moderately opened to the preoperative condition. It should be noted that in the process of carrying out the discectomy there was a very small dural puncture created. This was able to be repaired by a couple of 5-0 prolene sutures without any further loss of spinal fluid. There did not appear to be any neural trauma with that. ... ... Tisseel was obtained and reconstituted. We also got 80 mg of depo-medrol. This was because the nerve roots at l5 in particular were slightly erythematous and it was felt appropriate to perhaps put some steroids to minimize post surgical nerve swelling. The depo-medrol was placed at l5-s1 and tisseel was then layered over the l4-5 level and above the l5-s1 level to reinforce the dural closure. Fresh pledgets of gelfoam were used to cover the laminectomy defects. ... ..." Per the intraoperative monitoring report by the neuro-technologist a brief burst of emg activity was observed from the left tibialis anterior during probing the l4-5 disc space. Apart from the small dural laceration there were no observed complications on (B)(6) 2006 at a 3.5 week post op follow-up the patient presented the expected post op discomfort. The patient complained of constant painful aching along the entire right lower extremity that was worse compared to before operation. Also reported was weakness of the dorsiflexion of the toes; numbness across the dorsum right foot, and difficulty sleeping due to pain. On (B)(6) 2006 at a 2.5 month post op follow-up the patient presented continued low back pain extending down the right lower extremity that he felt was worse over the last month compared to the month before. The patient also presented persistent numbness along the top of the right foot and into the right great toe as well as weakness of the toes on the right with walking exacerbating the right lower extremity pain. Ap, lateral, and oblique x-rays of the lumbar spine showed very minimal lumbar dextroscoliosis and the alignment was unremarkable. On (B)(6) 2006 at a 3 month post op follow-up the patient presented with persistent pain on the right with pain, numbness and weakness of the right ankle region corresponding with l5 distribution. On (B)(6) 2006 the patient underwent a lumbar MRI with sagittal and axial t2, t2 and post &#12737;doliun imaging conducted which demonstrated postoperative changes at l4-l5 and l5-s1. There was a collection along the plane of the right l5-s1 laminectomy defect which may have represented a small post operative fluid collection, although a small abscess was difficult to exclude. The x-rays also showed mild bulging at l4-l5 and l5-s1. On (B)(6) 2006 at a 5 month post op follow-up the patient presented with weakness and numbness in the right leg specifically the ankle; difficulty with the right great toe and ankle dorsiflexion; and pain starting at right distal leg and moving up the leg to the back with prolonged sitting, standing, or walking. The patient was very distressed by weakness in his the right lower extremity. Sensory testing demonstrated decreased pinprick sensibility in the right l5 distribution with l4 being normal. The doctor's notes mentioned a lumbar MRI taken in (B)(6) 2006 which demonstrated post surgical changes l4-l5 and l5-s1; no evidence of complications; and no significant nerve root impingement. On (B)(6) 2007 at a 9 month post op follow-up the patient complained that he completed three visits of physical therapy but stopped going because it "hurt too much". The patient was wearing a rigid orthosis on right ankle. The patient reported continued low back pain and right thigh pain and weakness in the right ankle/foot with associated numbness over the top of the foot and great toe. The patient seemed more distressed than previous visits. The doctor noted that the current symptoms likely stemmed from an intraoperative nerve stretch injury and that there was no anticipation of improvement. A references was made to emg/ ncs studies conducted (B)(6) 2006 which demonstrated abnormal electromyography compatible with right l5-s1 radiculopathy (plexus lesion or more proximal nerve root abnormality could not be excluded). Normal nerve conduction study of the right upper and lower extremities (sensory) with no evidence for poly-neuropathy. On (B)(6) 2011 the patient presented chronic low back pain; right lumbar radiculopathy and neuropathy; right leg pain and neuropathy; foot drop - right; sensory and toes right foot; flex and ext right leg. On (B)(6) 2013 the patient underwent surgery for the placement of a permanent dorsal column stimulator and leads. No patient complications were noted.